Event description:
Customer reports the following: "multiple buttons unresponsive on the control panel." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it was not provided. The device was not returned to france as repairs were carried out locally by technical team of fresenius kabi canada. During service, the problem of unresponsive buttons was found and confirmed. The upper case kit was replaced. The pump passed recertification, pm, testing and was released for use. After several requests, the front housing was returned to brézins for further investigation. The investigator started by checking the keyboard with the volumat tester and he found it inoperative, with 3 buttons out of service. He then took the keyboard out of the box and found an oxidation of the matrix, probably due to an infiltration. Therefore, the reported complaint has been confirmed and the root cause is due to an infiltration that caused the matrix to detoriate and made the keyboard inoperative. We strongly recommend that users follow the disinfection and cleaning processes that are clearly indicated in the ifus. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.